Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had intermittent operation. The device was not being used during surgery. It is unknown if injury or medical intervention were reported. There was no additional information provided.